Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium low-profile port attached to a catheter in two segments were returned for evaluation. Two electronic photos were provided for review. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issue, a complete circumferential break was noted approximately 1.4cm from the proximal end of the port stem. The edge of the circumferential break appeared partially jagged and compressed. However, the investigation is inconclusive for the reported migration as enough information is not available to confirm the issue and the reported event cannot be replicated in the lab. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port removal procedure the catheter allegedly fractured from the port. It was further reported that the catheter allegedly migrated to the pulmonary artery. Reportedly, the device was removed. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2025).

Event description:
It was reported that during the removal of the catheter, the catheter allegedly disconnected from the port and the line remained inside the patient. Patient current status is unknown.